Event description:
It was reported to boston scientific corporation that a truetome 44 was intended to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, it was noticed that the cutting wire broke. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire break.